Manufacturer narrative:
This specific evolution device is currently not registered for sale in the us. However, this device is considered 'similar' to other metal biliary stents/sets (evolution) devices currently marketed in the us therefore MDR reporting criteria applicable to this event. The 510k # provided is for the device considered similar. Device evaluation: the evo-fc-10-11-6-b device of lot number c1642534 involved in this complaint device was returned for evaluation, with the original packaging. With the information provided, a physical examination and document based investigation was conducted. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on (B)(6) 2019. Flexor (clear section) was found to be broken at distal end of yellow marker. Documents review including IFU review: prior to distribution all evo-fc-10-11-6-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-fc-10-11-6-b device of lot number c1642534 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot #c1642534; upon review of complaints this failure mode has not occurred previously with this lot #c1642534. The instructions for use ifu0062-5 which accompanies this device instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". The instructions for use accompanies delivery system description and instructs the user to "the stent is mounted on an inner catheter, which accepts a .035 inch wire guide, and is constrained by an outer catheter." There is evidence to suggest that the customer did not follow the instructions for use and as per additional information received the 0.025 inch wire guide was used. Root cause review: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to user error as a 0.025 inch wireguide was used rather than the recommended 0.035inch, this may have been a possible contributing factor to the flexor damage as it may not have provided sufficient support and testing has not been carried out with this size wireguide to understand the interaction with it. Summary: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaint is confirmed as the failure was verified in the laboratory. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
" As per rep update: the problem was the handle! Stent defect: "as per complaint form": placing the wire guide with the catheter in the choledochus, than there removing the catheter and introducing the evolution. Due to a kinking in the stent/ delivery system, the stent could not be set free. The procedure was closed by using a new evolution-stent-system. Rep update of the (B)(6) 2019 with the following: now I have spoken to the nurse who was directly involved in the case. In the first report I had only spoken to the nurse who has sedated. The stent-system was introduced into the bile duct as usual and the stent was not released according to the x-ray when the handle was operated. Then the system was removed from the patient and the stent itself was still in the lock. The problem in this complaint in the handle. Event is FDA MDR reportable based on the device malfunction reporting precedence for this device family for the issue of ¿flexor kinked/stretched/broken/compressed¿. No adverse effects to the patient have been reported as occurring.